Event description:
A report was received that an unconfirmed number of employees presented some adverse reactions. Cidex opa was being used in the endoscopy sector of the hospital. The lot number of the product is unk. The customer stated that the room where the disinfection is performed doesn't have an air exchange, only a way out, and is ventilated through a fan. There is a autoclave (baumer) in the pre-room for sterilizing biopsy shears, cubes. The room where the disinfection is performed is very small, about 150 cm x 150 cm. They use about 19 bottles every 14 days. Additional complaints will be open when specific user information is received. The nurse stated that the adverse reactions presented by the employees may be related to environmental factors.